Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pure c 303 analytical unit. The initial na result was 160.7 mmol/l. The sample was repeated and the result was 143.5 mmol/l.

Manufacturer narrative:
The na electrode lot number is r9902. The expiration date was not provided. The field service engineer (fse) found deposits on the ise and cleaned it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.